Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation information: the pump was serviced on-site. A visual inspection, alarm log review, battery testing and power on self-test were performed. During the alarm log review and power on self-test the f-94 alarm was identified. The cause of the alarm was an defective main battery. The main battery was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.